Event description:
It was reported that there was no temperature display in an arctic sun device. Per review of wo on 12nov2025, there was no patient involvement. Per follow up information received via mail on 12nov2025, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported event was unconfirmed. Log data showed temporarily shorted temperature probe (99.9 c). Alert/alarm 08 patient temperature 1 high present. Checked cable connections and temperature display, functioned appropriately. Performed sensor calibration. Device without error. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no temperature display in an arctic sun device. Per review of wo on 12nov2025, there was no patient involvement. Per follow up information received via mail on 12nov2025, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.